Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.50 x 48 mm stent delivery system was returned for analysis. A visual and microscopic examination found damage to the distal end of the stent with stent struts lifted and pulled distally. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion with a 90 degree bend was located in the circumflex artery. After a 6fr non-bsc guide catheter and guide wire were advanced, pre-dilatation was performed with a 2.5x15mm emerge balloon catheter at 12 atmospheres for 10 seconds. A 2.50 x 48mm synergy ii drug-eluting stent was then advanced but failed to cross mid-way through the lesion. The device was removed and pre-dilatation was again performed twice with a 2.0x15mm at 14 atmospheres for 20 seconds; however, the stent could still not cross the lesion. After removing the device, stent struts were noticed to be opened. The procedure was completed with a 2.5x38mm promus premier stent with no patient complications reported.

Manufacturer narrative:
Device is a combination product. Event date: used (B)(6) 2018 as the event date was not provided.

Event description:
It was reported that stent damage occurred. The target lesion with a 90 degree bend was located in the circumflex artery. After a 6fr non-bsc guide catheter and guide wire were advanced, pre-dilatation was performed with a 2.5x15mm emerge balloon catheter at 12 atmospheres for 10 seconds. A 2.50 x 48mm synergy ii drug-eluting stent was then advanced but failed to cross mid-way through the lesion. The device was removed and pre-dilatation was again performed twice with a 2.0x15mm at 14 atmospheres for 20 seconds; however, the stent could still not cross the lesion. After removing the device, stent struts were noticed to be opened. The procedure was completed with a 2.5x38mm promus premier stent with no patient complications reported.